Event description:
It was reported that patient underwent total knee arthroplasty procedure utilizing signature guides on (B)(6), 2011. During the procedure, the surgeon drilled the medial hole using the femoral guide and found the angle to be externally rotated. The surgeon completed the procedure by using traditional instrumentation to redrill the medial hole.

Manufacturer narrative:
Supplier's evaluation and review of planning and procedures utilized in the manufacture of the knee guides determined the event reported was due to motion artifact. The cartilage and bone borders were shifted causing difficulties with the segmentation. Supplier confirmed that the guides were manufactured according to the surgeon's preferences and approved by the surgeon. The user facility was notified of the event on (B)(4), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.